Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the surgeon tried to drill and insert the screw to the fourth screw hole from the proximal side of t2ph nail, but the screw entered in front of the nail, not into the hole. The surgeon eventually gave up inserting the fourth screw.

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition is unknown.

Event description:
It was reported that the surgeon tried to drill and insert the screw to the fourth screw hole from the proximal side of t2ph nail, but the screw entered in front of the nail, not into the hole. The surgeon eventually gave up inserting the fourth screw.